Event description:
A report was received that the patient experienced loss of stimulation and underwent a lead explant procedure due to high impedances.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit 30 cm; model #: sc-4316, lot #: 15963204, description: next generation anchor kit-sterile. Analysis of lead sc-2316-50 s/n (B)(4), revealed that the complaint was confirmed. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, approximately 19.63 cm from the distal end, where the lead appears to have been sutured. No cables were exposed at the fracture site. Analysis of splitter sc-3400-30 s/n (B)(4), revealed that the lead was cleanly cut approximately 25 cm from the connector of the splitter. Two of the proximal ends of the splitter were not returned. Electrical tests could not be performed due to broken cables. This is a result of the explant procedure and is not considered a failure.

Event description:
A report was received that the patient experienced loss of stimulation and underwent a lead explant procedure due to high impedances.

Manufacturer narrative:
.